Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to establish telemetry. The caller was referred to clinic to rule out any potential implanted device questions. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No patient complication have been reported as a result of this event.